Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2015 with the following findings: investigation revealed that the display was dim and discolored. The audio bolus button was unresponsive. The audio bolus button cover was removed and there was evidence of contamination found under the audio bolus button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored and that there was contamination found under the bolus button. This report is made based on results of investigation completed on 09/24/2015.